Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reported issues with the connector coming loose and blood leaking into the bed. No specific patient event information provided, no patient harm reported.